Manufacturer narrative:
The investigation is ongoing. Results will be provided in a separate follow-up-report.

Event description:
It was reported that the device has failed during use. There was no injury reported.

Manufacturer narrative:
The on-site evaluation confirmed that the device could not be put into operation anymore despite the power led was illuminated. Further testing could narrow down the issue to a malfunction of the pcb that controls display and user interface. After replacement of the pcb the device was fully functional again and could be returned to use. In-depth testing of the suspected pcb in the manufacturer's lab revealed that a capacitor in the input stage was out of specification which led to a short-circuit and blowing of the fuse onboard the pcb. The malfunction of a single electronic component after 15 years of operation can be considered acceptable in reflection of the fact that there are no comparable cases known. If the device suddenly fails during use like in the particular case, patient support can be continued in manual ventilation with the built-in breathing bag.

Event description:
Please refer to initial MFR. Report #9611500-2020-00186.